Manufacturer narrative:
Device it power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08801 inches. No delivery anomalies noted. The adapt tool confirmed the unloaded voltage and loaded voltage was within specification range. No low battery alert noted during testing. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 was confirmed in device history due to broken pin 6 trace on keypad assembly. Device received with scratched case, pillowing keypad overlay, cracked case and corroded battery tube. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 474 mg/dl. Customer stated that batteries were not lasting very long and had a low battery alarm. Customer performed self test and it was failed with hardware low level failure alarm. Customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.